Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the al326 instrument broke during the procedure. Awaiting clarification of checklist as event is unreadable.